Event description:
It was reported that pump experienced malfunction that caused pump to turn off and not turn back on, and customer also reported prior charging problems with pump. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, technical support provided pump reset information and assisted with resetting pump, and planned to continue troubleshooting malfunction once charging issue was resolved.